Event description:
It was reported that prior to a procedure, arm cart assembly c had an arm error occur during use. After restarting the arm, an 'arm startup error' occurred when the arm could not be recognized by the tower, and the calibration could not be performed. There was no reported patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the reported tower 120v in the field. Review of the field service notes indicated that a communication connection failure inside the arm cart assembly was observed. The entire robotic drive section of the arm cart was replaced. After replacement, the software of the system was updated to the current version. The operation was checked manually and with robotic control and satisfactory results were observed. Evaluation of the tower 120v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication issue with the robotic arm set up arm. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a procedure, arm cart assembly c had an arm error occur during use. After restarting the arm, an 'arm startup error' occurred when the arm could not be recognized by the tower, and the calibration could not be performed. There was noreported patient involvement.